Event description:
The customer reported to baxter a continu-flo solution set in which a leak occurred. According to the report, the solution started leaking due to slit in tubing. The condition was identified once the infusion of an unknown drug was started on the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One sample was returned for evaluation of the customer reported issue. The customer reported issue was confirmed, however no assignable cause could be determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was performed on the reported lot with no deviations found. If additional information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.